Manufacturer narrative:
Visual inspection revealed damage to the display which made the touch screen feature not function. The root cause of the damaged display could not be conclusively determined; however, it was most likely caused by shipping damage, mishandling or using excessive force when touching the display. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver touch screen did not respond.